Manufacturer narrative:
A sample was not returned for evaluation. Photos of the sample shows the reported missing label. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5336831. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the label was missing on a 2ml, 13mm x 75mm bd vacutainer® k2edta tube. No report of injury or medical interventions.